Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been returned.

Event description:
The event was reported via voluntary report mw5103710 from the FDA. The event involved plum a+ pump that overdelivered medication during use on a patient. The device was programmed to infuse a 100 ml bag with 100 units of regular insulin over approximately 14 hours. The pump was found to have infused in 3 hours. Four staff members reviewed the settings on the pump to ensure it was correctly programmed for the infusion. The insulin was placed on a secondary line with normal saline running on a primary line. There were no details of any intervention being required. No other information is available.

Event description:
Additional information was received from the customer stating that it is unclear how the pump was programmed. The staff requested an additional order for the medication, ER physician advised that it should still be infusing. The staff realized the error on the machine at this time. The medication was 100 units of regular insulin in 100 ml of 0.9% normal saline. It was set to run at 4.36 ml/hr and should have infused over 23 hours. The medication instead infused over three hours. The medication was administered at 0816. The patient tolerated infusion without complaints, after the event the patient complained of feeling as though her ¿sugar was low¿ after capillary blood glucose (cbg), sugar within normal limits. The patient was monitored and eventually discharged home. Diabetic ketoacidosis (dka) was reversed. The patient was being treated for nausea, vomiting and elevated cbg. No medical treatment required to address the issue other than monitoring the patient and providing meals. Therapy was discontinued. The pump was not used on anyone else or any longer on this patient after the event was discovered. The pump was removed from service.

Manufacturer narrative:
Additional information a2, a3 and b5 sections.

Manufacturer narrative:
The device was not returned for evaluation, therefore, functional testing, visual inspection and review of the event logs cannot be performed and the reported complaint could not be replicated or confirmed. Due to a lack of information, no probable cause can be determined. A 12-month service did not indicate a similar event.